Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional test were performed. The reported problem was duplicated. The error code "1820" was detected during the power up process. Also, a constant double beep sound was detected during investigation. Further investigation found scratches visible on the lens. The investigation was unable to determined what caused error code "1820". Service replaced the pump motor as a preventive measure and downstream occlusion sensor and display lens was also replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1820, constant alarm, and screen damage." It was reported that there was no patient involvement.